Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 10/26/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: h3 analysis: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received thirteen unopened samples pertain to the product code 640g. In order to evaluate the condition of the returned samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the pull force and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. The following information was requested, but unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-08083. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The product was defective, the suture continues to tear. No adverse patient consequences were reported. Additional information was requested.